Manufacturer narrative:
This report is submitted on may 1, 2020.

Event description:
Per the clinic, the patient experienced a loss of the implant osseointegration (date unknown). There was evidence of an infection. Information is being sought from the clinic of the infection treatment.

Event description:
There was no loss of osseointegration as previously reported. The patient underwent skin revision surgery to replace the abutment. The implanted device remains.

Manufacturer narrative:
This report is submitted 8 july 2020.